Manufacturer narrative:
On november 9, 2017 us endoscopy received a medwatch report from the user facility. The user facility confirmed there was no harm to the patient or user and no new details on the event were available. The unit was returned and damage was observed to the power supply circuit. The built-in safeguards functioned properly. The unit was repaired and returned to the customer. No further issues have been reported at this time.

Event description:
The user facility reported the gi400 electrosurgical generator made a snap noise and flickered. The screen then displayed an error message. The event occurred near the end of the procedure and the unit was not required to complete the procedure. There was no harm to the patient or user.